Manufacturer narrative:
Pending additional information from account. A follow up report will be filed, if additional information is received.

Event description:
Pt was treated in (B)(6) 2024 and has recently developed a hematoma. Pt was treated with antibiotics and the issue is now resolving.